Manufacturer narrative:
4/8/1998-supplemental report #1 sent to FDA. Device not available for evaluation.

Event description:
The device was used during an unspecified procedure on the colon. Reportedly, the product produced shaving when inserted. The hospital has reported no patient injury occurred.